Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka); cause of dka was not provided. Customer's blood glucose level was displayed as "high"; although specific value was not provided. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.